Event description:
It was reported that the patient presented for an initial implant procedure of a ventricular leadless pacemaker (vlp) on (B)(6) 2026. During the procedure the alp became undocked from the delivery catheter (dc), and while attempting to re-dock the vlp to the dc, the vlp prematurely separated. The vlp was retrieved and a new vlp was successfully implanted. Visual examination of the retrieved vlp noted the helix was stretched, and the dc exhibited alignment issues with the tethers. The patient was stable throughout the procedure.